Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. This failure does not indicate a defect in the product. Implant surgery can still be completed and minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2017 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. The im nail was replaced with a 10mm x 400mm, standard nail per the sign technique manual. Surgeon comment: "nail exchanged with bigger nail diameter and bone graft from iliac crest added, operated today."